Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal staple line transection on a low anterior resection, there was a serosal tear above the staple line after firing the radial reload. The surgeon proceeded to use the circular stapler for the anastomosis and one donut was not complete. Additional hand sewn anastomosis was required which prolonged the surgical time by two hours.